Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins would not charge. The symptoms the patient experienced included pain and shocking. It was reported that a manufacturer representative (rep) "stop from 1-5 cerckes then adjusted". It was unclear what the patient meant by this statement. Further follow up is being conducted to clarify with the rep. When asked about the date they first experienced the recharging issues, they said "(B)(6) 2017 had to wait until (B)(6) 2017". These dates conflict with the original event date of (B)(6) 2017. The patient provided their height and weight. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that the complaint was unverified. The device was bench tested and got all 8 coupling boxes. The connector was visually checked and it was ok. It was plugged into a known good desktop charger and it started charging normally. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radicular pain syndrome (radiculopathies) and spinal pain. It was reported on (B)(6) 2017 that the ins recharger (insr) would not charge from the power source and ¿went off completely¿. The patient confirmed the desktop charger (dtc) connector pin did not look bent or loose and had been replaced previously. An email was sent to repair for a replacement device. The patient called back on (B)(6) 2017 and stated they received a replacement dtc instead of an insr. The patient was having the same issue of the insr not recognizing it was plugged into the dtc. The patient mentioned their implant was not working before because ¿it was getting shorted out and wouldn't charge¿. The patient stated a manufacturer representative (rep) was able to recharge it. It was unclear if it was an overdischarge event. A replacement insr was sent. On (B)(6) 2017, additional information was received from the patient and manufacturing representative reporting that the patient had a loss of therapy. The patient reported that when their recharger stopped working they weren't able to recharge their ins and they had a return of pain. It was reported that they had to wait two days to get another recharger. It was recommended that the patient try and keep their ins at 50 percent in order to prevent a loss of therapy, in case they'd have problems with it in the future. It was reported that the event occurred in (B)(6) 2017. The patient received a replacement insr from repair and it was reviewed how to plug the desktop charger (dtc) into it to charge. The patient confirmed that they saw the insr charging message. It was reviewed how to position the insr antenna over the ins and press the start charge button. The patient was able to get the ins charging screen with six coupling bars after repositioning the antenna and also got eight coupling bars last night when they used it. The patient confirmed that the ins was ¾ charged. It was explained to the patient that this meant that everything was in working order. It was reported that the patient was under the impression that they should have two rechargers (one as a spare). The patient stated that they had sent two rechargers back to repair so the patient believed they should have gotten two recharges. Patient services consulted with repair and it was reviewed that repair had already sent the patient two insrs, one on (B)(6) and one on (B)(6). It was reported that the patient sent their original insr as well as their first replacement. The patient thought they needed a spare insr in case they were to have problems with their insr in the future then they wouldn't have a loss of therapy. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the last time they had met with the patient was on (B)(6) 2017 when they were called in to reprogram the ins at the request of the patient's managing pain physician. The physician requested the rep to program the patient to high density(hd) style therapy. At the appointment, the patient mentioned that they were having difficulty recharging and getting it over 50% charged. The rep tested the patient's recharger and was able to get good connectivity, and it showed to be charging well. The rep did not recall the patient mentioning "shocking" while recharging. The rep re-educated the patient on how to use the recharger and explained that if they were not able to get the battery to charge past 50%, they needed to call and possibly have a new recharger sent to them. The rep reported the patient seemed happy with the outcomes of that meeting. No further complications were reported/anticipated.